Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of a patient who disconnected a supply bag then reconnected it to another line, compromising the setup during use. The patient was involved, but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed and the cause was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.